Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(4) was reported by a dentist via a company rep and forwarded by our local affiliate (B)(4). Initial and f/u info received on 04/22 and 04/27/09 respectively were processed together. This case involves a (B)(6) female pt who received poly-l-lactic acid therapy eight weeks ago. Relevant medical history and concomitant medication info were not mentioned. On an unk date, the pt presented with an infection at the application sites. Three courses of antibiotic therapy were prescribed without relief. At the time of this report, the event remains ongoing.

Manufacturer narrative:
(B)(4). Brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in the (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided.